Event description:
A malfunction, identified by code malf 12, was reported by the customer, but no notable events occurred prior to this issue. There was no adverse impact on the customer¿s blood glucose level. The customer did not report or reset the pump within the last 24 hours but planned to do so upon returning home with the necessary charging supplies. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.